Event description:
The pt received a surgical lead in the cervical region for bilateral arm pain as part of his scs system. It was reported the pt only felt stimulation in his right arm. He stated he no longer felt stimulation is his left wrist or hand. X-rays revealed the lead had migrated. It was reported the pt is interested in getting his lead revised but is looking for a new physician. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.